Event description:
The pt reportedly experienced sound quality issues and facial stimulation. Programming adjustments were made; however, this did not resolve the issue. Revision surgery is under consideration. Advanced bionics is in the process of gathering more info. Once add'l info is received a supplemental report will be submitted.